Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806529 lot#: 63622755, trabecular metalâ¿¢ posterior stabilized monoblock tibial component: yellow, size 3 c-d, 10mm catalog#: 00588605310 lot#: 63700390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a study patient underwent left total knee arthroplasty. Subsequently, at the two year clinical study visit, the patient reported severe pain, taking daily nsaids, decrease in range of motion, and dissatisfaction. No revisions or adverse events were reported.

Event description:
It was reported that a study patient underwent left total knee arthroplasty. Subsequently, at the two year clinical study visit, the patient reported severe pain, taking daily nsaids, decrease in range of motion, and dissatisfaction. No revisions or adverse events were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, b7, g4, g7, h2, h6, and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Crf report was provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the initial surgery. On (B)(6) 2018, the patient experienced pain for 2 years and administrating nsaid daily with flexion 92. Also, it was noted patient experiencing swelling, popping, stiffness. No other issue was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert 87-6204-022-23 persona the personalized knee system: pain, swelling, poor range of motion are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.